Manufacturer narrative:
Concomitant medical products: product ID 748951, serial# (B)(4), implanted: (B)(6) 2003. Product type: extension: product ID 7434a, serial# (B)(4), implanted: (B)(6) 2003. Product type: programmer, patient: product ID 3888-33, lot# j0343691v, implanted: (B)(6) 2003. Product type: lead. (B)(4).

Event description:
It was reported that a patient's first implantable neurostimulator (ins) was moved to a different location because the health care provider (hcp) "wanted to put in more rods and screws." It was stated that "the patient had 5 disks, rather than 3 that she already had." No further information about this event was reported. If more information is received, a follow up report will be sent.